Event description:
The patient underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for pain. The patient experienced paraplegia. The hcp cultured the catheter tip with abscess vs. Granuloma and found no growth. The patient underwent IV and oral antibiotic therapy. The patient underwent implantation of another synchromed pump and catheter in 2000.